Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0607200 port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow. These information was received from a single sources. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: for the reported two malfunctions, reportability was reassessed and determined to be no longer reportable for one malfunction. H10: of the reported one malfunction, lot number was provided and the lot history review was performed. Sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported obstruction of flow. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4. H11: b5, d4(corporate lot no). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the reported two malfunctions, lot number were provided for one malfunction and the lot history review was performed. The product catalog number for one malfunction was reported as unk power port duo. For both the malfunctions the samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported obstruction of flow. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 0607200 port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. For both the malfunctions patients' age, weight and gender were not provided.